Manufacturer narrative:
D4 lot number: the customer reported lot # r25j221079; however, this lot number is not recognized by baxter. D4: unique identifier (UDI) #: as the lot # provided is not recognized by baxter, the UDI will consist of the di only. E1: initial reporter phone no.: (B)(6). The actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection revealed that the gland of the y-site clearlink was leaking. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp solution set leaked from the y-site. This occurred during infusion of amino acids while the reporter was attempting to hang total parenteral nutrition (tpn). The reporter was having trouble getting the second filter primed, so they were using the pump to prime this last bit of tubing. When the reporter started the unspecified infusion pump, they noticed the amino acid solution was leaking out of the y-site where the lipids would be connected. The specific infusion rate was unknown, but was reported as ¿less than 75 ml/hr¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.